Manufacturer narrative:
The device, used in treatment, has been returned and evaluated, establishing a relationship with the event reported. Visual inspection confirmed delamination on the keypad and also found internal contamination. Functional evaluation confirmed the device was unable to start up free of critical errors due to the coin cell battery being empty. Root cause is determined to be a depleted battery. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. Complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a npwt, a renasys touch non connect 4th ed stopped working after a new dressing was applied. It is unknown the details about how the device was not working. The procedure was successfully completed using another pump. No patient injury or other complications were reported.